Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4 had failed to open. The error message displayed ¿cubie failed to close, please clear obstruction.¿ when attempting to clear the obstruction, the drawer never opened. The customer attempted to reboot the station, but the issue persisted, and the drawer appeared to be jammed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer unable to open. A field service engineer powered down the station, removed the back panel to access the drawers, and reseated all cables connected to drawer 4. After reseating the cables, the back panel was closed, and the station was powered on. The hardware test application (hta) was used to run a final test, and the customer inventoried medications in the drawer to confirm functionality. The system functioned as intended after the field service engineer repaired the device.